Manufacturer narrative:
Correction: g3 date received: 02/12/2026.

Event description:
A user facility procurement specialist reported combiset hemodialysis (hd) bloodline that separated during treatment. Upon follow-up, the biomedical technician (bmt) stated immediately after initiation of the patient's treatment, a staff member noticed the saline line had separated along the tubing line that attached to the arterial chamber. The detachment at the t-junction caused saline to leak and for air to be introduced into the system. The patient¿s treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the staff was able to prime the system without issue. The bmt stated that a fresenius 2008t machine and dialyzer were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodlines prior to the event. The bmt stated blood loss was reported but the patient's estimated blood loss (ebl) was unknown. Immediately following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine remains in service. The combi set was discarded and was no longer available to be returned for evaluation.

Event description:
A user facility procurement specialist reported combiset hemodialysis (hd) bloodline that separated during treatment. Upon follow-up, the biomedical technician (bmt) stated immediately after initiation of the patient's treatment, a staff member noticed the saline line had separated along the tubing line that attached to the arterial chamber. The detachment at the t-junction caused saline to leak and for air to be introduced into the system. The patient¿s treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the staff was able to prime the system without issue. The bmt stated that a fresenius 2008t machine and dialyzer were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodlines prior to the event. The bmt stated blood loss was reported but the patient's estimated blood loss (ebl) was unknown. Immediately following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine remains in service. The combi set was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility procurement specialist reported combiset hemodialysis (hd) bloodline that separated during treatment. Upon follow-up, the biomedical technician (bmt) stated immediately after initiation of the patient's treatment, a staff member noticed the saline line had separated along the tubing line that attached to the arterial chamber. The detachment at the t-junction caused saline to leak and for air to be introduced into the system. The patient¿s treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the staff was able to prime the system without issue. The bmt stated that a fresenius 2008t machine and dialyzer were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodlines prior to the event. The bmt stated blood loss was reported but the patient's estimated blood loss (ebl) was unknown. Immediately following the event, the patient was re-setup with new supplies on the same machine where the patient was able to complete treatment without further issue. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine remains in service. The combi set was discarded and was no longer available to be returned for evaluation.